Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Blood leaked from the port where the needle was removed from the nexiva device. Approx 4 to 5 mils of blood leaked from the device. No harm to pt as a result of the incident.